Event description:
N/a

Manufacturer narrative:
Updated field: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint has been addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure has been addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s). Corrective actions have been implemented. It was confirmed that the specified kilovolt trigger from the power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with alternative psu which is compatible with the lamp. No post corrective action failures have been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) does not power on. The unit keeps burning fuses. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.